Event description:
A hemodialysis inpatient user facility has reported that at the end of treatment a blood leak occurred. The leak was visually observed and pinhole discovered in arterial blood line during rinse back. Estimated blood loss was 3cc's. Pt had adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.